Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a scope communication error e216. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a scratch in the connector indicates that an external load or similar stress may have caused cracking. Moisture likely entered through this crack, leading to a circuit board failure that caused the scope communication error found during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.